Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 260 units of insulin, and decreased to a fill estimate value of 22 units. Upon reloading the cartridge, with 173.2 units remaining in the cartridge, the insulin gauge displayed 140 units after delivering 10 units. Blood glucose level was 106 mg/dl. Reportedly, a new cartridge was loaded to address the issue.